Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset was discovered on the implantable pulse generator (ipg). The device was reported to have an electrical warning that caused a mode switch. This power on reset was reportedly caused by a bit flip in memory (ram) that contains the programmed parameter values. The settings were reset and the device remains in use. No patient complications have been reported as a result of this event.